Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the amsco 7053l washer. User facility personnel informed the technician that the employee's hand become trapped between the door and the washer. The amsco 7053l operator manual states (1-1): "warning - personal injury hazard: risk of pinch point between door and threshold when the door opens. Keep fingers away from threshold." The amsco 7053l operator manual states (1-1): "warning - personal injury and/or equipment damage hazard: if an obstruction is present in the wash chamber door, door safety bar will detect obstruction and door will automatically stop from closing." The technician inspected the unit, including the washer's safety bars and was unable to duplicate the reported event. No issues with the function of the washer were found and the unit was returned to service. A steris account manager offered in-service training on the proper use of the amsco 7053l washer; however, the user facility declined. No additional issues have been reported.

Event description:
The user facility reported an employee's hand was injured while operating their amsco 7053l washer. Medical treatment was sought; however, the user facility is declining to provide additional information on the extent of the injury, or any medical treatment received.